Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent movement on the balloon occurred. The lesion was located in the left anterior descending artery. The promus element 2.75x38mm stent was not mounted correctly on the balloon. Completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).